Event description:
A malfunction was reported with the pump, displaying malfunction code malf 16. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump and confirmed the customer's shipping address. The customer was instructed to return the problematic pump within ten days using a pre-paid label and to put the pump into storage mode prior to returning it. The pump was still under warranty, and the customer planned to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.